Event description:
Olympus was informed that during a complex cancer surgery, the mobile workstation cart lost all power. It was also noted that the power was lost when the input circuit breakers to the isolation transformer tripped. It was stated that there was a significant delay in the procedure while another cart was located and brought to the operation room to complete the procedure. The user facility stated they were not aware that the mobile workstation cart could be reset as they have had the reported event occur on multiple occasions during other procedures. There was no pt injury reported by the user facility.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. However, the transformer has been replaced on-site by an olympus field service engineer. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.